Event description:
It was reported that there was sensing difficulty, and a possible lead fracture. The device was removed from service. No patient complications have been reported as a result of this event.